Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent fusion extension from t7-l3 with existing fusion from l3-s1. The cannulated probe was acquired to be used in the event as they used a guidewire but in this case, it was used with the inner cannula present. The right t9 pedicle was probed 15 mm deep down the pedicle before turning the probe. When the probe was turned, the resulting torque fractured the distal aspect of the probe and it was left in the pedicle at the 20 mm mark. The product broke and fragments were remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination of the fracture surface identified an angulated fracture; the circular direction of river lines is consistent with torsional overload.